Event description:
It was reported that a malfunction alarm occurred, specifically malfunction code 9. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was informed to contact support if the issue returned and was advised to continue using the pump.